Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. Downloaded history file showed that the 9 unit bolus on 2014 was delivered by the customer. Programmed boluses delivered and recorded properly during testing. No bolus or history anomaly noted.

Event description:
It was reported that the customer experienced hypoglycemia, and the customer's mother felt that the insulin pump delivered 9.6 units of insulin that nobody programmed. It was stated that the mother was very uncomfortable having the customer wear this unit, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.